Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. Despite our multiple attempts to obtain the product for evaluation, to date we have been unsuccessful.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrode pads would not adhere properly to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.